Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determine to be potential patient misuse which led to an early sensor expiration. The reported event of replace sensor message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.